Event description:
Procedure type: lower anterior resection. According to the reporter: the surgeon was not able to retract the instrument. The anvil had disengaged from the instrument following firing. This resulted in intra-operative air leakage. This event happened twice. This difficult resulted in a leakage of the colon which resulted in a temporary colostomy. The anastomosis was hand sewn to correct this. The patient has been released from the hospital.

Manufacturer narrative:
(B)(4).